Event description:
It was reported that pump displayed malfunction alarm code 1 with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.